Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called to report defective sensors from the same box. The caller stated that the first sensor was not assembled correctly; when the customer pulled the serter up from the platform, the plastic liner that should have stayed on the platform was stuck to the adhesive patch. When the customer pulled the serter away from the skin after insertion, the sensor did not stick and fell off. The second sensor already had the sensor electrode showing when removed from the platform. The electrode was stuck to the adhesive patch. The caller states there was also a label attached to the sensor with the word "twister" written on it. The caller stated that it would appear that a sensor which had not passed quality control checks had been mistakenly packaged as a new sensor. The caller did not provide the customer's blood glucose as the time of the incident.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used. Unable to confirm customer received sensor with word " twisted " written on it.